Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported spinal fluid drip. The patient was losing spinal fluid out of her back because of wires and all the stuff broke. Relevant medical history included: non-malignant pain, failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.